Event description:
It was reported the pt's scs stimulation shut off suddenly while he was riding in the car. The pt stated he attempted to turn his stimulation on but he could only increase the stimulation a few bars then it would reduce to no bars. Follow up identified the pt was referred to a surgeon. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.